Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a foley catheter. The customer states the balloon on the foley catheter would not deflate once inside the patient. Customer states that they do not know if the foley catheter was inflated with more than 10 cc's. In order to remove the foley catheter from the patient the balloon was busted. No further medical treatment was necessary, no negative impact to the patient.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.